Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would no longer open during a laparoscopic assisted vaginal hysterectomy because the ratchet handle was locked. It is unknown how the device was removed. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of follow-up report : 09/22/2015 the jaws opened and closed normally using the handle. The knife extended and retracted smoothly using the trigger. The investigation found the device to function normally and within specifications.